Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report four of four for the same event. Reports one through three are reported on MFR #0001032347-2016-00647 through 0001032347-2016-00649.

Event description:
It was reported that a custom pre-bent implant broke because the surgeon bent the plate multiple times. It is reported the surgeon bent the plate to the model prior to implantation and the plate broke in the area where the surgeon bent it as the surgeon was inserting the last screw. It is reported the surgery was completed using a new plate. It is reported the entire plate was able to be removed. It is reported that there was no foreign body retained in the patient. It is reported the delay was fifteen to twenty minutes.